Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received, there was a catheter with the top cut off. The end user stated the eyelet has a sharp edge. The user also stated that there seemed to be less coating on the catheter and less water in the package.